Event description:
Imaging charge nurse received a phone call from scheduling (r1) about a a patient having concerns with his peripherally inserted central catheter (PICC) line. The call was transferred to the imaging charge nurse. The patient reported that his PICC line placed on [date redacted] had started leaking at the insertion site approximately two weeks ago, and that this has gotten progressively worse. The patient reports his home care nurse had to change the dressing more frequently over the last two weeks. The charge nurse had the patient report to imaging so the PICC line could be evaluated closer by an imaging rn who places and works with PICC lines. A telephone order was received from the patients physician to evaluate the line. When the patient arrived at the imaging department, the line was evaluated and the nurses immediately noticed the leaking with flushing the line. After communication with the physician, the line was ordered to be removed and a new line place. After the line was removed, further interrogation of the line was done. It appears that the line is damaged between the 5 and 6 cm marks on the line. This portion of the catheter was inside the patients arm. The catheter has been preserved in a biohazard bag and is available in imaging recovery. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc catheter with sherlock 3cg tip positioning system (tps) stylet (per site reporter). Mailing in sample for investigation.